Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there an unspecified quantity of cracked minicaps. This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a lateral crack was observed on the two (2) minicaps in the photograph. The reported condition was verified. The cause of the condition could not be determined; however, some possible causes are cracking caused by the equipment inserting the sponge into the minicap during the manufacturing process or excessive force during the closing of the minicap on the patient's tube. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.